Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracic surgery, during transection of the superior pulmonary vein, it was reported that there was an incomplete staple line and it bled after 2 firings. They needed to use clips to control blood loss.